Event description:
It was reported that prior to the attempted implant of a transcatheter valve, the patient had pre-existing severe aortic regurgitation and was on extracorporeal membrane oxygenation (ECMO) with a left ventricular assist device (lvad). During the implant procedure, multiple deployment attempts were performed; however, the valve was unable to be implanted. Subsequently, the valve and delivery catheter system (dcs) were withdrawn from the patient, and the patient remained hospitalized. Per the physician, the patient's severe aortic regurgitation contributed to the event.

Manufacturer narrative:
Continuation of d10:  product ID evfxplus-34 (B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: a5b, b5, b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, the patient had pre-existing severe aortic regurgitation and was on extracorporeal membrane oxygenation (ECMO) with a left ventricular assist device (lvad). During the implant procedure, multiple deployment attempts were performed; however, the valve was unable to be implanted. Subsequently, the valve and delivery catheter system (dcs) were withdrawn from the patient, and the patient remained hospitalized. Per the physician, the patient's severe aortic regurgitation contributed to the event. Additional information was received that during the procedure bilateral femoral arteries were accessed using the seldinger technique and a temporary pacing lead was inserted. A non-medtronic (edwards e-sheath) was placed through the right common femoral artery over a wire, and the aortic valve was crossed with a stiff wire placed into the leftventricle. Heparin was administered to maintain an activated clotting time (act) level of greater than 250 seconds. Multiple attempts were made to place the 34 mm valve but given the significant regurgitation it was unable to be placed appropriately. A 29 mm non-medtronic (edwards sapien) transcatheter valve was subsequently implanted.